Event description:
This lead was implanted (B)(6) and remains implanted at this time. A product experience report received on (B)(6) 2016 stated that on (B)(6) 2016 lead was used in an off-label manner. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), spain. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).